Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was not able to connect to the navigation system.  It was noted that both systems were rebooted and the bulkhead on the imaging system was bypassed without resolution.  It was confirmed that the navigation system was set up as an igs server on the imaging system.  It was noted that the manufacturer representative did not attempt to bypass navigation system bulkhead.  Three different ethernet cables were used.  Additionally, a "no igs server found" message was received when attempting connection.  No patient was present when the issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.